Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had making weird noises when he rewind it and the last time his pump did that it went out on him. No harm requiring medical intervention was reported. The device will be returned for analysis.